Event description:
In (B)(6)2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6)2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6)2010, the patient began remedial therapy with vancomycin (1gm, loading dose, intraperitoneal (ip), amikacin (125mg, loading dose, ip) and heparin (2000 units, three times/day, ip). It was unknown whether the peritonitis resolved. Pd therapy was ongoing. No concomitant medications were reported. No statement of causality was reported for the event of peritonitis.

Manufacturer narrative:
The reported condition of inoperable end of syringe function was confirmed and duplicated. The plunger adjustment screw came loose from the pusher block which prevented it from making contact with the eos (end of syringe) switch. The device was returned unrepaired due to estimate refusal by customer. (B)(4).

Event description:
The facility reported to (B)(4) customer service an infusor pump that has an inoperable end of syringe function. This event occurred on (B)(6) 2010. This event occurred during biomed testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4).